Event description:
It was reported that the bd¿ syringe needle was exposed in the unsealed packaging. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2022, when the teacher of... Hospital opened the package, he found that some 20ml syringes... Needles were exposed, and the package was not completely sealed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301948 and lot number 2106163. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned. Through examination of the picture, we were able to confirm the reported defects. It has been determined that this resulted from a non-conformance in the primary packaging machine. The machine has a sealing system in which different cavities of the strip are sealed. This incident was produced due to an error in the needle positioning which resulted in incorrect placement of the needle in the packaging and then resulted in poor sealing of the package. The sealing system is periodically checked; however, this faulty strip of product was most likely produced prior to the checking of the system. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.

Event description:
It was reported that the bd¿ syringe needle was exposed in the unsealed packaging. The following information was provided by the initial reporter, translated from chinese: "on april 11, 2022, when the teacher of... Hospital opened the package, he found that some 20ml syringes... Needles were exposed, and the package was not completely sealed.".